Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. The distal conductor was distorted, there was blood/body fluid (not obstructed) on the proximal conductor, the inner insulation was kinked or buckled, and there was a breached cut of the outer insulation. There was blood in/on the helix mechanism sleeve head and on the helix mechanism itself. The lead was stretched, there was a deformation/fracture of the proximal section of the inner coil, indicating extension problems, and there was apparent explant damage. Visual analysis revealed the helix cannot extend and retract due to distal conductor distortion within the connector.

Event description:
It was reported that the patient presented to the emergency room experiencing pain 7 days after lead implantation. The right ventricular lead had diminished r-wave sensing and was not capturing. The patient reported that a perforation was "expected." Subsequent diagnosis with fluroscopy determined the lead had moved relative to the original post-operative x-ray. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed and the distal conductor was distorted. There was blood/body fluid (not obstructed) on the proximal conductor, the inner insulation was kinked or buckled, and there was a breached cut of the outer insulation. There was blood in/on the helix mechanism sleeve head and on the helix mechanism itself. The lead was stretched, there was a deformation/fracture of the proximal section of the inner coil, indicating extension problems, and there was apparent explant damage. Visual analysis revealed the helix cannot extend and retract due to distal conductor distortion within the connector.